Event description:
In process of discharging pt to family member, nurse placed pt in car seat, using hinged shelf of bassinet cart. When she pressed on the belt lock mechanism to secure the pt in the car seat, the bassinet shelf gave way and the car seat containing the pt fell 6 feet to the floor. The pt did not come out of the car seat but post event CT scan revealed a small left parietal cortical hemorrhage without mass effect or skull fracture (brain contusion). The pt was kept hospitalized for observation but never exhibited any symptoms i.e., mental status changes, seizures, etc. At the time of their discharge 5 days later, the hemorrhage was still present but resolving.